Manufacturer narrative:
Due to limited information the complaint is reported in a conservative manner. Device availability not yet determinated.

Event description:
On 10 may 2017 the manufacturer was notified that, 10.75 years after implantation, a carbomedics top hat mechanical valve size 21 was replaced by a carbomedics top hat mechanical valve size 23 on (B)(6) 2017.

Manufacturer narrative:
Field was updated based on new information received. The valve as explanted due to a dilated root and the surgeon decide to explant the valve and implanted another one, same model bigger size. Valve was working properly at the time of explant, no concern about device performance reported by the surgeon.

Event description:
The patient was admitted to the hospital with dilated root and the surgeon chose to use same model valve bigger size.